Event description:
The device was explanted and discarded by the account.

Manufacturer narrative:
B5: added additional information.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc or its employees that the report constitutes an admission that the product, abiomed inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
An impella 5.5 device was inserted via the right axillary artery in a 58 year-old female patient presenting with acute decompensated chronic cardiomyopathy. The patient¿s clinical state prior to initiation of support was society for cardiovascular angiography and interventions (scai) shock stage c. No other history was shared. On proactive follow-up call, it was reported that a hematoma was noted at the impella access site since the prior day. The access site was described as stable. The patient received 1 unit of packed red blood cells. Forward tension sutures were in place, and heparin was being infused at an unknown dose. While on support, the impella 5.5 device was operating at performance level 6 with expected flows of 3.5 liters per minute. The patient was noted to be on vasopressors and inotropes for hemodynamic support. The purge solution consisted of dextrose 5% in water with 25 milliequivalents per liter of sodium bicarbonate. The patient remains on impella support with no additional adverse events reported. Bleeding, including hematoma formation, is a known risk associated with impella support due to anticoagulation requirements and large-bore arterial access.

Manufacturer narrative:
B5. Additional event description added. D6b. Explantation day, month and year added.

Event description:
Additional information was received that reported the patient survived the device explant procedure.